Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had insulin squirting during priming rather then a slow drip and act, down, esc buttons harder to press and sometimes pressed twice and scratches on screen that effect the visibility. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had motor sounds labored, back light did not stay on long and unexplained no delivery alerts not due to site issues. The insulin pump will not be returned for analysis.